Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of an anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, after insertion on the device and re-insufflation following the insertion of the anvil, the surgeon was unable to fit the anvil to the device. The opening of the anvil was bent and would not lock onto the device spike. The anvil could be tilted after firing. It was bent. The incision was extended more than 1 inch (2.54cm), due to the product problem. A small open incision was made and a new anvil was inserted into the proximal bowel. It properly fit with the device and the anastamosis was completed with no complications. There was a serious patient injury.